Event description:
Literature: toft m, lilleeng b, ramm-pettersen j, et al. Long-term efficacy and mortality in parkinson's disease patients treated with subthalamic stimulation. Mov disord. 2011. (Wileyonlinelibrary.com). Doi: 10.1002/mds.23817. Summary: the authors report on the first 144 patients who received subthalamic nucleus deep brain stimulation (stn-dbs) surgery from (B)(6) 2001 to (B)(6) 2007 in this retrospective study. Preoperative scores and at least 1 assessment 12 months after surgery were available for 131 patients ((B)(6)). Postoperative evaluation was then carried out annually, with the neurostimulator turned on and patients were followed until (B)(6) 2008, or death. Reportable event: a (B)(6) male patient who had a six-year history of pd, early development of motor fluctuations, and used high doses of antiparkinsonian medication, had removed both electrodes and the neurostimulator two months after initial surgery due to an extracranial bacterial infection. Five months later, he underwent a second implantation procedure. He had a good effect of stimulation on motor symptoms.